Event description:
During an evlt on (B)(6) 2011 the tip of the fiber broke in the pt, during removal from the pt. There was no harm or injury reported to the pt due to this event. Pt is reported as being in good condition.

Manufacturer narrative:
The returned sample was investigated, fiber only was received. The sheath was not returned. The fibre was tag read and the tag indicated that the fiber had been fired. The fiber was measured and noted that the length present was approximately 850 mm to the first marker. The specification is (B)(4) from the distal tip to the first marker, indicating approximately 2 cm was missing. This confirms the complaint. The investigation was unable to determine the root cause of failure. The fiber may have suffered some kind of trauma resulting in the breaking. It is unknown at which stage of the process this may have occurred. The directions for use supplied with this device states the following: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).